Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before product implantation, the insertion site was disinfected with iodine. It was stated that there was a leak on the catheter shaft when inserting it into the patient. The patient was treated under local anesthesia. The patient was not responsible for any type of catheter maintenance. There was nothing unusual observed on the device prior to use. There was no excessive force used on the device. There were no other products utilized with the device. Flushing was done, and no abnormalities were observed. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The tego was not utilized. There was no luer adapter issue. The leaking was not at the junction of the bifurcate and catheter. The catheter was not repaired. There are no cleaning agents ever switched over the life of the catheter. The cleaning agent was not mixed. There was no protocol change for cleaning agents used recently. The patient was not using any type of cleaning agent or antibiotic on the catheters. As a remedial action, the reported product was replaced with the same ID (identifier) and lot number, and the catheter was reinserted on the same day of the event. The procedure was completed after the remedial was done. There was no blood transfusion required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter, with a pin-hole leak. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur when the catheter came into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one catheter, with a pin-hole leak. There appeared to be no abnormalities with the device. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the catheter came into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.